Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the center and foot end of the mattress cover but did not peel away exposing the foam of the mattress. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. A new mattress was delivered to the facility on (B)(4) 2014. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.